Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an implant procedure, the health care provider (hcp) had placed two leads in the pt. As the hcp was removing the guidewires from the leads, "both leads kinked severely." The procedure was completed. It was stated, the leads were still providing adequate stimulation after programming, so there were no plans to revise or replace the leads as of this report.